Event description:
Tandem technical support review pump data and found that the customer acknowledged the high blood glucose alerts when they occurred. Customer did not agree with the pump data; however, required no further assistance from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alert for an elevated blood glucose (bg 290-350 mg/dl). Correction boluses via the pump were delivered to address bg. Although additional information was requested, customer did not provide.